Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cables were broken at the distal clevis hub. The cable segments that contained the crimp were still installed in the clevis. No other damage or wear marks were observed on the clevis. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that the small grasping retractor worked poorly and was destroyed. The procedure was completed with no patient harm, adverse outcome or injury was reported.